Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer stated they did not know how the cracked touchscreen occurred. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (407 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.